Event description:
A report was received that during a lead revision the patient's ipg was replaced due to blood inside of the ipg header. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that during a lead revision the patient's ipg was replaced due to blood inside of the ipg header. The patient is doing well following the revision.